Manufacturer narrative:
Additional information was added to b3/d10, b5, d4: catalogue #, d4: lot #, d5: operator of device, h6 and h11. B5: during follow up, it was clarified that the patient was unable to disconnect from the patient line due to the transfer set separation issue. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: this occurred on an unspecified date, within the last 12 months. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.